Event description:
It was reported that during a sigmoidectomy there was a contact failure of the hand switch. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time. (B)(4).